Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient complained of dark tarry stools and an episode of emesis that was black on (B)(6) 2015. The patient was admitted on (B)(6) 2015 with a gastrointestinal bleed. The patient's hemoglobin was 5.9 g/dl, which was down from 9.4 g/dl on (B)(6) 2015. A bleeding ulcer was found in the cardiac region and the patient was treated with an epinephrine injection and endoclips. The patient also received intravenous protonix and was transfused with 7 units of packed red blood cells. The event was reportedly suspected to be device related. On an unspecified date, the patient's hemoglobin was rechecked and found to be stable. The patient was discharged on (B)(6) 2015. It was reported that the patient would be monitored closely for any signs of bleeding reoccurrence or any other changes in clinical status. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.